Manufacturer narrative:
In an effort to obtain further info and/or the return of the device for analysis, the MFR has attempted to contact physician/physician's office several times by telephone and written communication, however, the MFR has not received a response to date. Since the device has not been returned to the MFR for analysis, a catalog/lot number was not provided and no further info is available, the MFR's investigation was limited to a trend analysis. A trend analysis was performed on similar incidents and a trend was not identified. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. The customer will be notified of the MFR's findings. No further info is available. The MFR is now closing the file on this event.

Event description:
On 6/4/97, nurses tried to access the device and there was leakage of fluid into the subcutaneous tissue under the subclavian vein site. On 6/11/97, the device was explored and when flushed with saline, fluid came out around the collar bone so under local anesthesia they cut down to the device and found that there was only about 3" stub of catheter remaining. An x-ray on 5/22/97 illustrates a fracture and catheter in the right ventricle. Pt has suffered no apparent complications. On 6/11/97 a new device was placed in the left subclavian. Catheter segment has not yet been removed.